Event description:
It was reported that the fiber cap detached inside the pt during a prostate procedure and that the customer was unaware if all pieces of the fiber were retrieved from the pt. The procedure was completed with a second fiber.